Manufacturer narrative:
Age of device: 1 year, 6 months, 7 days. The device was returned for investigation. The evaluation is not yet complete. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device on (B)(6) 2017. It was reported that device alarmed for low speed (ranging 2000 rpm). No pump stop was observed. Patient's lactate dehydrogenase (ldh) was in 300 u/l (baseline). A transesophageal echocardiography (tee) was done which did not show any thrombus/obstruction. An x-ray was performed which showed areas of possible shielding damage. It also showed that inflow and the pump was not aligned. A distal end percutaneous lead replacement was performed and another low speed alarm was noticed in the 3000 rpm. Patient was placed on ungrounded patient cable. Technical service representative reviewed the log file and observed low speed advisory on (B)(6) 2018. This occurred while the patient was connected to the power module and lasted for less than 3 seconds. No further information was provided.

Manufacturer narrative:
The replaced segment of the percutaneous lead (driveline) was returned for evaluation. The evaluation of the submitted system controller log file confirmed the report of low speed events; however, a specific cause for these events could not be conclusively determined through the evaluation of the returned portion of the driveline. Approximately 17.5 inches of the external portion/distal end of the driveline was returned for evaluation. A small amount of debris was noted on the external portion of the metal connector; however, the pins and the interior of the metal connector did not reveal any debris. The outer layers of the driveline were severed approximately 14 inches from the metal connector. Metal braided shield breakdown was observed adjacent to the metal connector. Hipot testing of the driveline revealed a breach in the insulation of the brown wire approximately 14 inches from the metal connector. The damage appeared mechanical in nature. Of note, the outer layers of the driveline were severed at this location, which suggests that this wire insulation was damaged during removal of the outer layers of the driveline at the time of the external repair. Therefore, a direct correlation between this damage and the low speed operation events observed in the submitted log file could not be conclusively established. Visual inspection and hipot testing of the remainder of the driveline revealed no insulation breaches that would have contributed to the low speed events observed in the system controller log file. Evaluation of the submitted x-rays confirmed the report of the inflow being angled off the pump; however, a specific cause for this finding could not be conclusively determined. Visual inspection of the submitted x-rays revealed that the inlet tube appeared to be misaligned from the inlet elbow. A duration for which the inflow conduit was misaligned could not be conclusively determined through this evaluation. The account communicated that a tee was performed, which did not show any obvious inflow cannula thrombosis or obstruction. In addition, no low flow events were observed in the submitted system controller log files to indicate that this misalignment contributed to a flow issue. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information provided indicated that the patient had a substance on the metal connector of the driveline that was observed on or before the percutaneous lead replacement.